Event description:
Patient admitted for removal of capd catheter. Patient has had peritonitis x 2; has been onmultiple antibiotics for treatment of such. Missed one dose of antibiotics and had an acute episode of peritonitis. Had also previously had a cuff infection with subsequent debredement of cuffdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: there was no device failure, other. Certainty of device as cause of or contributor to event: no. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.